Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 199942/199972, model/catalog description: st linear lead 50cm 8 contact lead. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients spinal cord stimulator (scs) was nonfunctional. The patient underwent an explant procedure. No further information could be obtained.